Event description:
Doctor was performing a lap chole and had to open the patient due to the encision sie l-hook spinning on the stryker suction irrigator. No patient injury reported.

Manufacturer narrative:
Device has not been returned for evaluation. The device is designed to rotate on the suction irrigator. It cannot be determined at this time whether or not the device was functioning as intended.